Event description:
It was reported to the company in 2004, the patient had an MRI exam performed on their shoulder. The patient was allegedly instructed to keep their arms raised over their head for the MRI exam because patient was too large to fit into the magnet bore. The patient allegedly suffered a torn rotator cuff as a result of being kept in a machine that was allegedly too small. Company was not notified of this incident at the time of the event. Company was recently notified of this alleged incident by the patient's attorney.